Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the gps pin driver has been in the field since 2014. Exactech is aware of 4 similar complaint reports involving broken gps pin drivers since 2014. Because the gps pin driver has been used in over 12,000 total knee surgeries using the gps system, surgery data from the gps web station usage file was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr/racr for this pin driver, rmr-00042 rev ¿ and racr-00056 rev -, were reviewed. The risk is captured, however the racr is being updated under dcrsp-19-611 to capture an appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low¿, the risk is captured in the rmr and racr, and the harm will be updated. Most likely cause: the broken instrument reported was likely the result of applying a bending moment to the driver while inserting a pin into bone. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. There was no patient adverse event due to the fractured device. An investigation was conducted; the broken instrument was likely the result of applying a bending moment to the driver while inserting a pin into bone. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
It was reported from ous that a consignment instrument 521-78-11 had a piece break off it during total knee replacement surgery. No pieces fell into the surgical site. There were no pieces left in the patient. There was no delay to the surgery. The patient was discharged home without complications. The device was disposed of by the hospital and will not be returned. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.